Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. All returned homechoice (hc) devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device passed rite testing. No abnormalities were identified during internal/external inspections. The problem of a high drain alarm was identified in an event history log review. The cause was undetermined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 105 (night drain 5) alarm was identified in the log. The alarm occurred on (B)(6) 2014 at 11:41:19. This meets increased intra peritoneal volume (iipv) criteria. No additional information is available.